Event description:
Upon using the venoscope transilluminator device on newborn infant a skin injury with blistering occurred in two locations on infant arm where device was used to gain vessel access. FDA safety report ID #: (B)(4).